Manufacturer narrative:
The device received intermittent button response due to corroded keypad traces. No button error alarm. No ramping numbers anomaly noted. The insulin pump was received with scratched lcd window. The insulin pump was received with a cracked case display window corner. The device was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 238 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.